Manufacturer narrative:
Initial

Event description:
It was reported that an occlusion alarm occurred on the ilet while using a contact detach steel infusion set with 23-inch tubing, after which the user disconnected the pump and managed glucose with subcutaneous insulin via pen. The event involved obstruction of flow associated with the connector/coupler component, and the highest reported blood glucose was 339 mg/dl. Symptoms included hyperglycemia without additional symptoms reported. Outcomes included an unexpected medical intervention in the form of medication administration without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed deformation contributing to obstruction of flow at the connector/coupler, consistent with the reported occlusion. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.